Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 317 mg/dl at the time of the event and got treated with correction bolus via pump.the infusion set was inserted into body crease or area which subjected to temporary positional blockage. The patient replaced infusion sets and resumed insulin successfully. No further information available.